Manufacturer narrative:
The product was not returned for analysis. Only photos and video were returned. The reporting facility did not provide a lot number or any identification of the product. According to our observations of the returned photos and video, and as per instructions for use (IFU), it was concluded that the axis marks are in the correct location in the haptic/optic junction. This assessment suggests that the alignment of the axis marks meets the desired criteria. We are unable to determine the root cause for the reported complaint toric marks was out of alignment, postoperative corneal astigmatism 0.5 diopter. The product was not returned for analysis. Only photos and video were returned. According to our observations of the returned photos and video, and as per instructions for use (IFU), it was concluded that the axis marks are in the correct location in the haptic/optic junction. This assessment suggests that the alignment of the axis marks meets the desired criteria. However, the definitive determination of the reported complaint cannot be made based on available information and without the evaluation of the physical product. All product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during intraocular lens (iol) implant procedure, when inserting the lens and attempting to align the axis, noticed the one off the toric mark was out of alignment. The surgery was performed and completed without product replacement by adjusting the axis with the aligned toric mark. Patient also experienced with postoperative corneal astigmatism of 0.5d. Additional information has been requested.